Event description:
Additional information was received from the health care professional (hcp) stating that the patient was having difficulty with the battery, it was not holding a charge. The patient was not with the hcp so no troubleshooting was done. The issue started about two weeks ago at which time the patient went to the ER because they could not keep the battery charged. The patient was scheduled for an appointment but the patient was in a lot of pain so they needed some help immediately. The battery was not holding a charge about two weeks prior to the report. The patient was in a lot of pain a couple weeks ago.

Manufacturer narrative:
Corrected information: sex, date of birth.

Event description:
Additional information was received from the consumer on 2017-01-18 reporting that they had an incident where they did not see the curb, back up, hit the curb in full stride which spun them around into their car, and they landed on the cement curb on the implantable neurostimulator (ins) with their full weight of (B)(6) and also on their right shoulder which they had a rotator cuff surgery on. It was reported that the top of the ins was jagged and they could see and feel that it was jagged. When they charged it, it would not hold a charge and now would not do anything. The patient had tried contacting their hcp but had not heard back yet. The event was reported to be the last friday in september. It was reported that they would be returning their desktop charger. Additional information from the consumer on 2017-01-19 reported that ¿it was now painful¿ after the fall. It was reported that the fall had occurred back in july. It was mentioned that the patient¿s family thought that they were delusional and the patient to a psych ward for 7 days but the hcp stated that they did not have to be there. The patient had not been able to charge their implant since their accident. The patient met with someone who said that they needed a special recharge from a different manufactured system. The patient wasn't to know why they could not go to the patient and recharge the system. It was reported that the jagged ins was so close to the skin. The patient had a perfect circle on their back from a heating pad. The patient reported that ta hcp had burned their nerves on each side of their spine and had told the patient that it would help them with the pain for 6 months but when the hcp did this the patient was in tremendous pain.

Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the connector pin had broken off of the desktop charger sometime before (B)(6) 2016. The patient fell on her implant on cement on (B)(6) 2016 and thinks that she damaged the implantable neurostimulator and the implantable neurostimulator moved closer to the skin. The patient mentioned that the top of the implantable neurostimulator is jagged, whereas before she could hardly feel it. The patient could not charge the implantable neurostimulator, but was not sure if that was due to the implantable neurostimulator moving, or due to the recharger. There was an alleged overdischarge. The patient was not feeling stimulation and the last time that the patient felt stimulation was on (B)(6) 2016. The patient was scheduled to meet on (B)(6) 2016 for an overdischarged battery and a possible stimulation adjustment. It was noted that the patient was put in the hospital because her family thought that she was delusional.